Event description:
Additional information was received indicating that the device was reprogrammed to resolve the event. The patient was stable.

Event description:
It was reported that during an in-clinic follow-up, there was a morphology mismatch on the device. Device reprogramming is anticipated, but no intervention has been performed at this time. The patient was stable and will continue to be monitored.